Manufacturer narrative:
Other components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had a boil at the left lead site implant with no signs of infection. The event resulted in an unscheduled clinic or office visit on (B)(6) 2017 in which antibiotics were administered. A diagnostic examination also occurred on (B)(6) 2017. It was noted that the event remains ongoing, with the etiology related to the device or therapy and not related to the implant procedure. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the outcome to resolved without sequelae as of (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Product ID (b)4) lot# 0208951631: product type lead product ID unknown serial# unknown: product type unknown. If information is provided in the future, a supplemental report will be issued.